Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: 6f right groin access. The physician closed with no issues. The patient began having pain in the right groin, did an ultrasound and saw a dvt (deep vein thrombosis). The patient stayed in the hospital for a few days and was put on heparin to dissolve the clot. Procedure type: intervention coronary